Event description:
The customer contacted stryker to report that their device's service indicator is present and there is an event code logged in the device's memory. The event code logged in the device's memory can indicate that the AED function and paddles ECG of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode if it was necessary. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.